Event description:
It was reported by the customer that when using the bd pyxis¿ es server, an order was not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in the incident, it was determined that the order was not transferring to the station. A technical support specialist (tss) found that the order with an undetermined dose had not been selected. The tss advised the customer to change the settings under edit facility settings to resolve. After updating the setting, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.